Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 60 retention samples from bd inventory were visually inspected with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history review revealed no other complaints have been reported for this defect on this lot #. This complaint is unable to be confirmed for the indicated failure mode broken glass. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® cpt¿ cell preparation tube with sodium heparin, 3 tubes cracked during centrifugation. The samples were lost and were not recollected. There was no health impact or consequences reported.